Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 lvas instructions for use and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 lvas, as well as information regarding system function. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had right heart failure prior to the implant of the left ventricular assist device (lvad). It was not believed to be caused by the lvad. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to progressive right heart failure.